Event description:
I had ruptured silicone implant in 2017 and replaced implants with allergan natrelle 410 textured implants that have now been recalled. If a product is found to be faulty the manufacturer should be required to pay for the removal of these products. You recommend not removing if you are not having a problem. So, I have to wait to potentially be diagnosed with the lymphoma before these will be covered to remove? That is awful and causes people great distress. I am a bladder cancer survivor and would like to have them removed at the expense of allergan. Or they can wait to see if I get cancer and then I will sue them. FDA safety report ID # (B)(4).